Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the PICC was posted on (B)(6) 2024. On (B)(6) 2024, the vascular access specialist team was contacted due to a visible kink in the area of the catheter hub. PICC was removed and a new one placed on (B)(6) 2024. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kink was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. A gross visual inspection of the returned unit found that a kink was present on the proximal end of the extension tubing, just distal of the luer hub. Use residue and fading of the printed lettering on the extension tubing was observed, suggesting that the catheter had seen extensive use. Further inspection under a microscope was unremarkable. The clamp was attempted to be engaged over the kinked area to attempt to rule out the possibility of a clamp induced kink. The clamp was able to be engaged at the kink location; however, doing so required pushing against the luer hub with some force. The possibility remained that the kink may have been caused by engagement of the clamp. However, ultimately, the observed features did not provide enough evidence to conclusively determine a root cause. Therefore, the root cause remains unknown.